Manufacturer narrative:
Follow-up #1: date of submission 07/13/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/23/2014 with the following findings: review of the black box data revealed consecutive power on reset events recorded. On investigation, the pump powered on with functional auditory and vibratory alerts. The display screen remained blank when the pump powered on. The pump was opened for investigation and revealed the display screen was damaged (cracked). The power circuit was found to be functioning per specifications. Investigation did not duplicate the allegation of no power to the pump.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had an issue with no power evidence by a blank display screen and audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.